Event description:
Allegedly revised due to recurrent dislocation.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. Additional information has been requested. This report will be amended when the investigation is complete. This is the same event as 1043534-2008-00114. This event occurred in another country.